Manufacturer narrative:
Failure analysis on the returned power supply shows that the failure of c56 prevented the power supply from operating on ac power. Reference (B)(4).

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device is making a clicking sound and the external battery led flashes; the device does not have an external battery. The customer reported review of the device diagnostic log indicated a depleted battery. The customer replaced the backup battery without resolution. The device was not returned to service. The customer then reported the device turns on, but will shut down; passes est; device will alarm, reboot and then clicks. The customer reported patient involvement and no patient harm.